Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning on (B)(6)-2010 with an impedance of 228 ohms. The rv lead impedances had been noted to have dropped suddenly in (B)(6) 2010. There was also a rise in lead thresholds at that time. It was reported that oversensing has been seen on the atrial lead. The leads remain in use and the patient does not report any symptoms associated with this event. The patient is being followed by transtelephonic monitoring and will be having more frequent office visits.